Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed the operational check. Based on the provided information, the caller stated that the failure was observed while in use. However, no adverse patient impact was reported.